Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the customer reported to technical service engineer (tse) all of a sudden, the image in the surgeon side console (ssc) and vision side cart (vsc) turned red. There were no messages or errors present. Prior to calling the customer reseated the endoscope multiple times but issue was not resolved. Tse walked the customer through restoring the image to factory defaults in the ssc touchpad. The customer stated the image improved slightly but was still very red. Tse recommended trying a backup endoscope, but one was not available to try. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the issues of image turning red also to address and error 48204. The endoscopic controller (ec) was replaced according to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec failure analysis and the reported failure was replicated/ confirmed. When reviewing the error log, there were errors 48204, indicating a sensor error > 10%. Also, ec light engineer sensor self-test failed and performed the light engine sensor check, and it is over >5%.